Event description:
Event description cpi received information that this implantable pulse generator (ipg) is exhibiting no output in the bipolar mode with an abnormal lead impedance. The ipg has appropriate thresholds and lead impedance when programmed to unipolar.